Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with multiple noise reversion episodes that were not reproducible in clinic. It is unknown what the source of the noise reversion was. There was no plan for intervention. The patient was stable.